Event description:
The customer stated that there was condensation beneath the display. The reported blood glucose reading was 366 mg/dl. The display was blank at the time of the report. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.